Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted, and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.